Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation results: summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for side-pierced rubber sleeve with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for side-pierced rubber sleeve with the incident lot was observed. Root cause: based on the investigation, a root cause could not be determined.

Event description:
It was reported the sleeve on a bd vacutainer® eclipse¿ signal¿ blood collection needle falls off as soons as the "nurse puts the holder, even before the tubes". There was no report of exposure, serious injury or medical intervention.